Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the communicator could not be powered on. It had been charged for approximately 20 minutes, but the indicator remained orange. Even after it was plugged into a different outlet, the indicator remained orange. When the cord was unplugged, the lamp turned off. A reset was attempted by pressing and holding the power button, but the lamp remained off. In addition, although no operation had been performed, it was confirmed through the recharger app that the stimulation had been turned off. It was unknown if there were any contributing factors. Support from the area representative was requested.